Event description:
The resident placed the mayfield skull clamp on the pt for a microvascular decompression surgery. It was reported that the clamp caused a 4-5 cm laceration on the pt's scalp. Staples were used to close the laceration. Mayfield integra (B)(6) pins were used. These pins were not available to be returned for eval. The length of time the clamp was in use before the event occurred was 10 minutes. No stereotaxic device was used. The pt was in a lateral position and was not repositioned during the surgery. A different clamp was then used on the pt. There was a surgical delay of 20 minutes. It was reported that the pt is doing well.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.